Event description:
The customer had reported that the unit failed to calibrate. The unit was received at covidien for preliminary evaluation and service. Initial testing of the unit found it would not alarm at the specified limit, therefore, failing rem testing. This out of specification condition could potentially result in the generator not detecting a problem at the pad site.

Manufacturer narrative:
(B)(4). Date of initial report: 10/28/2014. The device was received and the investigation found the rem circuit did not trip alarm at 135 ohms, but, did at 162 which is 20 percent high out of specifications. Troubleshooting isolated the root cause of failure to integrated circuit u31 and capacitor c122 on the psrf board. Integrated circuit u31 and capacitor c122 were replaced to correct the failure.